Event description:
A port site infection 4/8-4/23 removed. Multiple access problems related to obesity and needle size - 2/21. Poor pain control due to 2/21 access problems and morphine tolerance and left knee hematoma.